Manufacturer narrative:
Additional information was received that there will be no further course of action taken at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead. Additional information was received that the patient had non-functioning leads. Fluoroscopy revealed no migration of leads.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and did well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was unable to charge his ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was unable to charge his ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was unable to charge his ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was unable to charge his ipg. The patient will undergo an ipg replacement.